Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: how supplied: juvéderm® ultra plus xc injectable gel is supplied in individual treatment syringes with 27-g needles for single-patient use and ready for injection (implantation). The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is opened or damaged.

Event description:
Healthcare professional reported a juvéderm® ultra plus xc syringe cracked prior to injection. No device component made contact with patient; no injuries occurred to any parties.